Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The account indicated use of unapproved lens/cartridge/handpiece combination. Root cause: no root cause could be identified by the investigation. Info provided indicated a failure to follow the directions for use. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/02/2011 and 07/01/2011 by phone, fax, and mail. Additional info was received on 06/27/2011 by phone. A completed questionnaire was received on 07/15/2011. (B)(4).

Event description:
A consumer reported that during intraocular lens (iol) implant surgery, she heard the surgeon say that there was "laceration on the lens." The customer reported that the surgeon decided to leave the lens in place as it would have been risky to remove it. The consumer stated her vision is fine at the moment but had concern for the future. In a f/u, the consumer further reported that, at one day postoperatively, she had increased pressure (iol) and corneal edema, but has resolved. Then, at four weeks postoperatively, her vision has deteriorated and sees a floater, has difficulty reading street signs. She also reported her surgeon clarified that the "laceration" on the lens was a crease or fold. In a f/u, the surgeon reported the events (increased iop and edema) resolved with treatment and that the lens did not cause/contribute to the event. The surgeon reported the "crack" noted on the iol is not visually significant. Additional info received from the surgeon also indicated the use of an unapproved lens/cartridge/handpiece combination.